Manufacturer narrative:
(B)(4). Date of event has been estimated. Date of implant has been estimated. Concomitant products: (B)(6) 2010 stent: taxus 2.75x8; (B)(6) 2014 stent: taxus 2.75x8; biomatrix 2.5x8. Therapy date ((B)(6) 2010) has been estimated. There was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Restenosis is listed in the promus everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that the patient had previous angioplasty on the ostial-proximal part of the circumflex (cx) in 2007 with implant of a 2.75x8 non-abbott stent and a promus 2.5x12 stent. In 2010 the patient was treated for intra-stent restenosis of the cx with a non-abbott 2.5x8 stent. On (B)(6) 2014, the patient was treated with a non-abbott balloon in the cx. Predilatation was performed in the left anterior descending (lad) artery with a non-abbott 2.5x12 at 12 atmospheres (atm). A 3.0x18 mm device was implanted in the medium iva (lad) artery at 12 atmospheres for 56 seconds. No post-dilatation was performed. Predilatation was performed with a non-abbott 2.5x20 balloon catheter at 12 atmospheres (atm), and two times at 14 atm. A 2.5x28 mm device was implanted in the obtuse marginal (om) at 10 atm for 48 sec. No post-dilatation was performed. Calcific lesion. On (B)(6) 2014 the patient was asymptomatic and was studied for a control. The coronary angiography showed the ostium cx was suboccluded and the obtuse marginal with thrombolysis in myocardial infarction (timi) flow 1 and a bit of restenosis in the iva (lad). The implant was predilated in the om with a 2.0x12 non-abbott balloon and a 2.25x30 non-abbott balloon. Two non-abbott stents (2.25x14; 2.5x22) were implanted inside the implant and post-dilated with a non-abbott stent delivery system balloon 2.5x22. A 2.75x16 non-abbott device was also used to treat the ostium of the cx. The implant 3.0x18 with restenosis of the iva was treated with a non-abbott balloon 3.2x10 followed by the implant of a non-abbott 2.75x24 stent post-dilated with a non-abbott balloon at 20 atm. No additional information was provided.